Event description:
Report received from an abbott international affiliate of an overdelivery. The report states, "the patient was receiving pregestimil (proteins hydrolysate) because patient is allergic to proteins of cow milk. The pump was programmed to deliver 90 ml in 2 hours, but the whole volume was delivered in 30 minutes {this event occurred two times in the same day}. The child did not have any adverse event." Additional information has been requested, but has not become available.